Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had retraction issue. This occurred on 2 occasions during use. The following information was provided by the initial reporter: 1/3 of the needle didn't retract even pressed the button.

Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had retraction issue. This occurred on 2 occasions during use. The following information was provided by the initial reporter: 1/3 of the needle didn't retract even pressed the button.